Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient experiencing arrythmia presented in clinic for follow. Upon interrogation, it was noted, that the implantable cardioverter defibrillator (ICD) and right ventricular lead that were exhibiting undersensing and no high voltage output. Programming changes were performed to resolve the issue. The patient was in stable condition.